Event description:
Contact stated that device was found to be broken prior to this surgical procedure. However, hospital can not answer how or when it did become broken or as to the location of the missing piece. Device was returned for repair only. Hospital stated no incident reports had been filed in regard to this device.